Manufacturer narrative:
(B)(4).

Event description:
Customer reported an outpatient with metastatic colon cancer had an implanted port located in her chest. The implanted port was accessed for an IV treatment of 5fu (chemotherapy). Cavilon no sting barrier film was reportedly applied to the site and then covered with a tegaderm IV transparent film dressing with adhesive free window. The patient went home and the infusion was scheduled to run for 46 hours. When the infusion finished, the outpatient removed the dressing and de-accessed the site. Two days after removal of the dressing, the patient reportedly experienced redness and blistering under the entire area where cavilon no sting barrier film and the dressing had been applied. The patient's therapy was reportedly held due to her skin condition and she was treated with oral antibiotics and an otc topical steroid cream.